Event description:
During total hip arthroscopy an acetabular flexible driver broke, causing a 15 minute delay in surgery. There was no impact to the pt.

Manufacturer narrative:
Eval summary: flexible part of the driver twisted and bent either from reversing the drill, or excess torque applied. Flexible drivers have a limited lifetime and this is a common failure mode.